Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. Complete information section a. Patient information. Patient identifier: sid (B)(6). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer reported (B)(6) results on one patient. The results provided were: (B)(6) 2018 sid (B)(6) initial = 6.98miu/ml (<10miu/ml = not protective) / recentrifuged and retested = 16.55 / on a different analyzer = 15.21miu/ml (>/=10miu/ml = protective). There was no reported impact to patient management.

Manufacturer narrative:
The customer observed a falsely depressed anti-hbs result for a patient sample using lot 82055fn00. Return testing was not completed as returns were not available. A review of tickets for architect anti-hbs reagent lot 82055fn00 did not identify an increase in complaints related to false nonreactive results and no trends for the reported issue. Historical performance of the architect anti-hbs assay was evaluated using world wide data from abbott link. This evaluation indicated that the patient median result for lot 82055fn00 is within the established control limits and no unusual reagent performance was identified. The specificity of the architect anti-hbs assay is not 100% and the product package insert documents that if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for architect anti-hbs, lot 82055fn00.